Event description:
Gaia second broke off at hinge point in subintimal layer of rca. The rest of the wire was removed cleanly from the coronary. Physician stated it was because he "overmanipulated the wire" and he "did not remove it when it was beginning to fatigue."